Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a hepatectomy, a large spark was seen while cutting the tissue grasped with kelly on both sides, and the electrode caught on fire. The device was on coag mode at 30w. The device was removed from the cavity immediately, and the device tip was found to be burnt. The insulation had not burned. There was no patient harm, tissue damage or bleeding. Nothing fell into the cavity. A new device was used to continue the procedure.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found slight charring on the electrode tip and no defects. The reported condition was not confirmed. The electrode showed signs of slight charring at the tip. Visual inspection found part of the coating to have worn away and the electrode tip to be slightly charred. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This is a normal part of electrosurgery and is not considered a defect. The electrode showed no sign of heat damage. The electrode was attached to a test pencil and activated at 60w. No flame or abnormal effects was noted. The investigation found the device to function normally and within specifications. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. T issue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.